Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed by the device. Multiple episodes of automatic mode switch were noted. No intervention was performed. The patient was in stable condition.